Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the instrument's grips was bent, causing side to side misalignment of the grips. There was an 0.121 inch offset at the tips, indicating overloading at the tips. Electrical continuity testing passed. Additional observation not reported by the customer was pulley damage and insulation damage on the distal end of the main tube. There was an indentation at the edge of the distal pulley. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive but tips, pulley and main tube damages may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during central processing, the user facility noticed that the tips of the fenestrated bipolar forceps instrument did not meet. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.